Manufacturer narrative:
Heartsine evaluated the returned device and confirmed the presence of the fault. The investigation determined the cause of the reported fault to be due to adverse storage on the part of the user.

Event description:
Early battery depletion. No patient involvement.

Event description:
Early battery depletion. No patient involvement.